Event description:
It was reported there were three instances of very painful positional changes over the past several days. There was overstimulation in the back and legs. The device had "turned up to '7' on its own." This event was not able to be reproduced in the clinic. The pulse width was increased and the stimulation pattern was spread out on both device programs 1 and 2. At a follow-up appointment with a physician on (B)(6) 2012, it was reported the patient only had one instance of "shocking" since the last meeting and it was "very mild." The patient was not using the device as much. It was noted the event in which the device turned up to 7 was likely due to the patient switching between the first and second device programs. At the appointment, the patient laid down and got a shock, which was similar to the shocks he got before. It was noted this was because the patient did not turn the device down before laying down. The patient had no injury or adverse event at the time of this report.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).